Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05-dec-2017 with the following findings: a review of the pump black box showed a cancelled 1.35u combo bolus on (B)(6)2017 due to a prime operation being performed at 21:21. There was no evidence of the pump delivering 3u and recording 5u in the pump history. During testing, a 10u audio and 10u normal bolus were manually performed. Both were accurately recorded in the bolus history and bolus total daily dose. The history correctly showed 20.0u. The complaint of a history settings issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring up to 300 mg/dl. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. This blood glucose level without any additional reported symptoms does not meet animas¿ criteria for a reportable adverse event and is not being reported as an adverse event. The reporter alleged the pump is actually delivering less insulin than what is being recorded in the pump records. The reporter stated that the patient bolused 5 units into an insulin syringe and the pump delivered 2 units. The patient then attempted the experiment again, bolusing 5 units and only 3 units were delivered. Both times the pump reportedly recorded 5-unit bolus delivered and completed. The reporter stated that even though the pump was recording the delivery of 5 units it is not actually delivering that amount causing the patient¿s blood glucose level goes up. This complaint is being reported because the reported alleged a history/settings issue with the pump. This complaint is being reported because there is an allegation against the delivery function of the pump.